Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that one day post implant the atrial lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found helix would not extend due to the helix and inner coil being clogged with blood and tissue and being over torqued in the connector region. The damage to the helix and inner coil found on the lead is consistent with that occurring during implant/explant.